Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there were high impedances observed on electrodes 0, 2, 4, 5, 6, and 7. The manufacturer representative reprogrammed the ins so that only electrodes 8 ¿ 15 were in use and the they were able to achieve bilateral coverage. No symptoms or complications were reported.